Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of problems with the meter and test strips reading incorrectly. Customer's blood glucose at the time of the call was 400 mg/dl. Customer indicated that they were in the hospital in (B)(6) of 2013 for high amount of ketones but indicated was not for high blood glucose.